Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the syncopal patient was admitted to the ER due to episodes of non-sustained fast monomorphic vt. The patient did not receive therapy and was externally defibrillated. Upon device interrogation, low out of range high voltage lead impedance and an alert for possible lead damage was observed. X-ray revealed lead damage to the proximal area. The lead was capped and replaced without adverse events. Patient condition was good following the event.